Event description:
It was reported that the ventilator will not operate on ac power. Reportedly, the ventilator only operate on battery power. The customer reported that the unit was not in use on patient.